Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of peritonitis was unknown. It was not reported if the patient was hospitalized or treated for the event. At the time of this report the patient outcome and action taken with pd therapy were not reported. No additional information is available.

Manufacturer narrative:
B5: upon follow up, it was reported the cause of the peritonitis was unknown. The patient was hospitalized and treated with vancomycin injection (1gm, stopped) and meropenem injection (1gm, ongoing) for this event. The patient recovered and was discharged from the hospital. Pd therapy was discontinued, the pd catheter was removed, and the patient was moved to hemodialysis twice a week. Should additional relevant information become available, a supplemental report will be submitted.